Manufacturer narrative:
The event of granuloma is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: granuloma, rupture.

Event description:
Healthcare professional reported, left side "patient had an ultrasound identifying granulomas and possible intercapsular ruptures bilaterally". Device remains implanted.